Manufacturer narrative:
Date of explant is unknown.

Event description:
Additional information received revealed the patient's scs system was explanted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg was inoperable as it no longer communicated with the charger or programmer. Reportedly, the patient had not recharged the ipg for several months. Surgical intervention may be taken to address the issue.